Event description:
It was reported that while using the surgical fiber during a prostate procedure, diminished tissue vaporization was observed and the laser system went into standby mode at 131,772 joules of use. The case was completed using a second fiber. There was no report of injury.

Manufacturer narrative:
Fiber analysis: the fiber glass cap was found to have a circumferential fracture at the fiber beveled edge. The glass cap proximal to the fracture was found to rotate independently of the metal cap. Detritus on the metal cap was also observed. The identified issues may activate the fiberlife function which would modulate the power showing a pulsing beam or the system would be placed into standby mode. The circumferential fracture may also result in a forward-firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was determined to be localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.